Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned part shows signs of repeated use, wear and missing ball bearing. Device history record was reviewed and no discrepancies were found. Root cause of the reported issue is attributed to design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the provisional shim was worn and returned with missing ball plungers. The malfunction was identified when the plunger fell out during the wash. No adverse events have been reported as a result of the malfunction as there is no patient involvement. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.